Event description:
It was reported to philips that the system failed to boot fully; issue linked to m-cabinet and host pc on a allura xper fd20/15. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Restarted host pc; system returned to use but no permanent fix noted. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).